Manufacturer narrative:
(B)(4). Unk 52 mm dual mobility head. Catalog number:103201 lot number:657630 brand name: taperloc por fmrl 6.0x132. Multiple reports were submitted along with this report: 0001825034-2022-00465. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to dislocation and instability approximately 2 days post revision surgery. The head and cup were exchanged with competitor products without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Multiple reports were submitted along with this report: 0001825034-2022-00999. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: intraprosthetic dislocation of a dual mobility acetabular liner, reduced in the ed but the polyethylene component was dislocated from the prothesis. Right hip instability. Reported event was confirmed by review of medical records provided. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. It is noted that per the description of instructions for use "in revision arthroplasties, all devices associated with the wear couple must be removed and replaced." However it cannot be confirmed if the magnum shell remaining implanted during the previous revision caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.